Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient data was not populating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient data and orders were not populating house wide. A technical support specialist verified that the issue did not exist in the clinical care environment and confirmed that the issue existed in a different system, such as es, logistics, or pis. The technical support specialist adjusted the database servers and message caps to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.